Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to initial for information inadvertently left out: the customer confirmed the scope's reprocessing method consists of a high-level disinfection. The cap was inspected before use and there were no problems found. While onsite, the olympus representative handed over the package insert, instruction manual, and instructed how to use the distal cover. The customer also confirmed the distal cover used was a design changed product. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was not possible to clearly identify the cause of the falling off of the distal cover that occurred in the facility. The facility has not been able to identify whether the distal cover drop off or was discarded and lost after the scope was removed. However, from the point of view of the facility, it is believed that the distal cover did not drop off inside the patient's body, but was lost together with the gauze after the scope was removed before reprocessing. Since it has been confirmed that the distal cover does not come off from the tip of the endoscope if it can be attached correctly according to the procedure in the instruction manual, we presumed that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. In addition, olympus believes that the actual product satisfies the specifications. Basis for assuming that user handling is the cause: -as a result of the operation confirmation, olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -as a result of the labeling review, the handling factors that cause the distal cover to come off are listed in the manual as chemical cracks due to anti-fog agents and insufficient attachment. We have not been able to obtain clear information regarding the use of anti-fog agents, and we have obtained additional information that suggests that the attaching may have been insufficient, so these factors cannot be completely denied. Basis for assuming that the actual product satisfies the specifications: - as a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. - in the parts supplier's inspection, after attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The parts supplier performs a sampling inspection on 3 parts for each production lot. Olympus has confirmed that the handling precautions for these factors are described in the instruction manual as follows: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, after a combination use of the single use distal cover and tjf-q290v, the tip hood disappeared. It is unknown at what point the tip came off; it either came off in the patient¿s body or during cleaning process. There is a possibility the tip was loosely attached, and someone removed it after removing the scope. The hospital expects if the tip fell within the patient, there would be a natural excretion with body shedding. The therapeutic endoscopic retrograde cholangiopancreatography (ercp) was completed using the subject device. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The user facility believes the tip did not drop off inside the patient¿s body but was discarded with gauze after the scope was removed but before it was reprocessed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.